Event description:
It was reported that the patient underwent a lumbar med procedure. It was reported that the flexible arm would not hold properly during use. The medical staff held the flexible arm by hand and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.